Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call they received a critical pump error image on the insulin pump after entering a swimming pool. The customer¿s blood glucose level was 69 mg/dl. They had been using their back-up plan. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error (open book image) alarm or perform functional testings due to blank display. Unit was received with moisture damaged on power board and motor assembly. Pump was received with cracked battery tube threads, cracked case along the side of the battery tube, cracked case at display window corner, minor scratched lcd window and cracked select button keypad overlay.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.